Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed was determined to be supplier related. The product returned for evaluation was a nitinol guidewire in the protective, plastic hoop and an introducer needle. Use residue was observed on the guidewire. Microscopic inspection of the guidewire tip revealed one coil had unraveled and was protruding past the weld tip. The weld tip was still intact. The coil wire was broken and the fracture surface exhibited a granular surface. The evidence of only a single coil of the guidewire being unraveled at the tip suggests that the damage may have occurred during device manufacture. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that because resistance was felt during inserting the guidewire, when the guidewire was withdrawn outside the patient¿s body, there seemed to be an abnormality at the tip of the guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that because resistance was felt during inserting the guidewire, when the guidewire was withdrawn outside the patient¿s body, there seemed to be an abnormality at the tip of the guidewire. There was no reported patient injury.